Event description:
Customer reported that the insulin pump had a crack around the battery. Customer stated that the insulin pump may have possibly been dropped. Customer's blood glucose reading at the time of the call was 427 mg/dl and has treated with a syringe. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, a broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.